Event description:
A surgeon reported a patient who presented with defected vision described as "like seeing behind broken glass," following intraocular lens (iol) implant surgery. A yag capsulotomy was performed. Ultimately, the patient had the iol explanted. The explanted iol was found to be defected (defective). Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. There have been no other complaints for the lot number. Attempts to obtain add'l info have been made. A completed questionaire has not been received. (B)(4).